Event description:
Consumer states she was using a heating pad on her shoulder when she fell asleep. She is alleging that when she awoke, she had a burn to her cheek which required medical attention.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse, abuse of the product.